Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation. Therefore, result of the investigation is inconclusive for the reported failure to cut issue. The root cause for the reported failure to cut issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications: target vessels < 2mm in diameter. Warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 12. Avoid using alcohol, antiseptic solutions, or other solvents to pre-treat the device because this may cause unpredictable changes in the coating which could affect the device safety and performance. Storage: store the wavelinq¿ endoavf system in a cool, dark, dry place. Do not expose to organic solvents, ionizing radiation, or ultraviolet light. Electrode activation: electrosurgical unit: tva or bd esu-1. Electrosurgical pencil. Must have a 3 prong universal connector that interfaces with an esu-1. Must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. Ground pad: must have a universal connector that interfaces with an esu-1. Must be rated to disperse a minimum of 60w for 2 seconds .arm restraint: tz medical arm board (cz-400-tva) and fixation straps (tva-mc-2). Note: while exhaustive, this equipment list is not meant to cover all possible scenarios. Equipment setup: 4. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 5. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 6. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug into esu. Confirm indicator light changes from red to green ensuring appropriate patient contact. 7. Turn off esu until ready for energy delivery in order to prevent inadvertent activation. Avf creation: 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an endovascular arteriovenous fistula creation, the device was activated twice but there was no movement of the filament. It was further reported that upon inspection, the filament was found to be unseated and failed to energize successfully. Reportedly, the device allegedly failed to cut. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported failure to cut issue. A definitive root cause could not be determined based upon the available information. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications target vessels < 2mm in diameter. Warnings 1. The wavelinq¿ endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. Precautions 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 12. Avoid using alcohol, antiseptic solutions, or other solvents to pre-treat the device because this may cause unpredictable changes in the coating which could affect the device safety and performance. Storage store the wavelinq¿ endoavf system in a cool, dark, dry place. Do not expose to organic solvents, ionizing radiation, or ultraviolet light. Electrode activation ¿ electrosurgical unit: tva or bd esu-1 ¿ electrosurgical pencil ¿ must have a 3 prong universal connector that interfaces with an esu-1 ¿ must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. ¿ ground pad ¿ must have a universal connector that interfaces with an esu-1 ¿ must be rated to disperse a minimum of 60w for 2 seconds ¿ arm restraint ¿ tz medical arm board (cz-400-tva) and fixation straps (tva-mc-2) note: while exhaustive, this equipment list is not meant to cover all possible scenarios. Equipment setup 4. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 5. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 6. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug into esu. Confirm indicator light changes from red to green ensuring appropriate patient contact. 7. Turn off esu until ready for energy delivery in order to prevent inadvertent activation. Avf creation 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. H10: d4 (expiry date: 05/2024), g3 h11: b3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an endovascular arteriovenous fistula creation, the device was activated twice but there was no movement of the filament. It was further reported that upon inspection, the filament was found to be unseated and failed to energize successfully. Reportedly, the device allegedly failed to cut. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an endovascular arteriovenous fistula creation, the device was activated twice but there was no movement of the filament. It was further reported that upon inspection, the filament was found to be unseated and failed to energize successfully. Reportedly, the device allegedly failed to cut. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2024).